Event description:
It was reported that a patient was admitted to acute long term care for a blood infection because of the device. It was noted that the patient had an acute infection, the patient had residue in the urine, and now she had e. Coli in her blood and was septic. The reporter stated that the patient ¿will never be the same¿ because of the device. It was noted that the patient was (B)(6), didn¿t understand things very well, had had strokes, and cognitively couldn¿t process information like many people. It was reported that the doctor offered the device instead of offering medications to help with the bladder. The reporter stated that ¿after installing¿ it was very painful and the patient was given no pain medication. It was noted that for a month the patient dealt with not knowing how to use the device and ¿no one returning calls.¿ it was reported that the device had ¿caused wrong¿ and was not programmed correctly so the patient¿s bladder was not emptying thoroughly and there was residue of urine in the bladder for an entire month, which got infected, caused a urinary tract infection, turned into a blood infection, and now the patient had e. Coli and was septic. The reporter stated that they wanted the device reprogrammed ¿so that this never happens again¿ or wanted the device explanted. It was noted that the patient had been at the hospital for several days and ¿would never be the same¿ because, her heart went into ¿106 to 170 milliseconds for 12 hours.¿ it was reported that it was thought that the patient was going to die because of the infection, and they finally got the heart under control. It was unknown when the infection was started. The reporter stated that since the ¿surgery of the device¿ the patient had been in bed. It was reported that it was unknown what was wrong with the patient or what the purpose of the device was. It was noted that a doctor who was trained on the device said that it was not programmed correctly. The patient currently had a catheter in. It was reported that ultrasounds were done and they showed that the bladder was not emptying correctly. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0e5c2, implanted: 2013 (B)(6); product type lead. (B)(4).